Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;g3;h2;h3;h6. The product was not returned; however, pictures were provided. Visual examination of the provided pictures identified the metal to be a fragment of the screw. A review of the device history records identified no deviations or anomalies during manufacturing. The reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. A definitive root cause cannot be determined. The event was confirmed via provided photo. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign: country: japan. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during hip surgery, a piece of metal came out from around the screw during insertion. There was no damage noted to the screw prior to use. The metal was not attached to the screw. No fragments of the screw fell into the patient. Surgical technique for the product was utilized. It was reported that there was no patient impact, no medical interventions, and no surgical delays. There were also no contributing conditions related to the event. It was reported that no further information is available.